Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when they draw blood from the connector there are several drops that ooze out between the waste and the placement of the vacutainer. And the patient also reported noticing the leak from the connector. The rn thought it needed to be tightened however that was not the case. There were not copious amounts, but enough drops throughout the night that dampened the patient's gown by the dripping of ns. There was no patient harm.